Event description:
It was reported that during implant the ra lead would not go all the way into the port without the use of silicone oil. After it was connected high threshold and no sensing was noted. This device was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was tested on the bench and our automated testing equipment. The device was normal and no anomalies were found. It is believed that the high threshold and no sensing were caused by a poor lead connection in the header.